Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/02/2018, that on (B)(6) 2018, an app crash alert was reported. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The complaint confirmation was confirmed. The root cause was determined to be an sql error. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.